Event description:
It was reported that the patient felt very warm, and it also felt warm at the site of their pacemaker. In addition, the patient's rate was a bit higher than normal, and the beat somewhat irregular. Follow-up investigation with the clinic revealed that there was far field r-wave (ffrw) exhibited with the right atrial (ra) lead. Reprogramming was performed for lead sensitivity, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.